Event description:
In 2005, the lay user/pt contacted lifescan alleging that his one touch fasttake was set to the incorrect unit of measure and was giving him an error 2 while testing. The medical affairs specialist mailed a letter two days later. A couple months ago, the pt was taken to the hospital and was treated with actos and metformin. At the time of concern, he was feeling "tired, thirsty, and weak" and did not administer any self-treatment. The pt reported that the meter was set to the incorrect unit of measurement (mmol/l) and was giving him error 2 when trying to test his blood. Customer care advocate (cca) was able to verify that the meter was not previously set to the correct unit of measure, the pt was unaware that the meter was set incorrectly, and the pt was using incorrect technique while testing. The cca was able to walk the customer through correcting the unit of measurement and resolving the ER 2 issue through training. The meter, test strips and control solution were replaced.